Event description:
It was reported, the pt is experiencing discomfort at his ipg site due to the location of the ipg. The pt stated, he was a slim guy with little body fat, and he has to sit awkwardly due to the discomfort. The pt is in the process of finding a new physician.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.